Event description:
Info received indicates the left side brake assembly linkage is not locking properly, allowing the caster to continue to ratchet.

Manufacturer narrative:
The technician isolated the issue to a loose nut on the brake linkage assembly. He tightened and adjusted brake linkage assembly to repair the bed.